Manufacturer narrative:
Sc-2352-70 / (B)(6): a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. This device remains implanted. Sc-2352-70 / (B)(6): the allegation damage of the lead has been confirmed. Visual and x-ray inspection of the lead revealed that four cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable selected is cause traced to component failure.

Event description:
A report was received that the patient underwent a lead revision procedure for inadequate stimulation in which one of the two implanted leads was replaced. Reprograming was attempted however the stimulation was still inadequate and did not cover the pain area. It was noted that high impedances were observed on the lead and that an x-ray confirmed lead migration. The explanted lead is pending return, but it is unclear which of the two leads was replaced, and is pending return. It was also noted that bipolar electrocautery was used during the revision procedure. The patient is doing well postoperatively. Additional information was received that the explanted devices were not returned to bsn, therefore a failure analysis of the complaint device could not be completed. Additional information was received that the explanted device was lead model number sc-2352-70 serial number (B)(6), which confirms that lead model sc-2352-70 serial number (B)(6) remains implanted.

Event description:
A report was received that the patient underwent a lead revision procedure for inadequate stimulation in which one of the two implanted leads was replaced. Reprograming was attempted however the stimulation was still inadequate and did not cover the pain area. It was noted that high impedances were observed on the lead and that an x-ray confirmed lead migration. The explanted lead is pending return, but it is unclear which of the two leads was replaced, and is pending return. It was also noted that bipolar electrocautery was used during the revision procedure. The patient is doing well postoperatively. Additional information was received that the explanted devices were not returned to bsn, therefore a failure analysis of the complaint device could not be completed.

Manufacturer narrative:
Additional suspect medical device component (s) involved in the event: brand name: linear 3-4, upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 7046721.

Event description:
A report was received that the patient underwent a lead revision procedure for inadequate stimulation in which one of the two implanted leads was replaced. Reprograming was attempted however the stimulation was still inadequate and did not cover the pain area. It was noted that high impedances were observed on the lead and that an x-ray confirmed lead migration. The explanted lead is pending return, but it is unclear which of the two leads was replaced, and is pending return. It was also noted that bipolar electrocautery was used during the revision procedure. The patient is doing well postoperatively.